Event description:
It was reported that the bellavista1000 us screen is presenting ¿system not responding" shortly after startup. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H10: the suspect device has not been return for investigation. However, log shows cfb error on (B)(6) 2023 and on (B)(6) 2023. O2 flush was being activated as well. This issue is known to be app hang issue with 6.1 sw. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to software problem. Investigations performed by imt proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". As a resolution, a bug fix improvements will be implemented on next sw release.